Manufacturer narrative:
Product evaluation: customer reason for explant was unknown. As received, leaflet 1 was cut from the stent. Heavy calcification was observed in the cusp areas of all three leaflets. The free margins of leaflets 1 and 2 exhibited minimal calcification. Calcification restricted mobility in the leaflets and led to stenosis. Leaflet 2 had 2 tears, one tear at commissure 2 was approx 6mm in length and one tear at the free margin was approx 8mm in length. Host tissue was minimal to moderate at the stent inflow and minimal at the stent outflow. Thrombus was observed on leaflet 2 on the inflow and outflow aspect. Hematoma was observed on leaflets 2 and 3 on both the inflow and outflow aspects. The x-ray demonstrated calcification, commissure 2 wireform distorted. Entire circumference of wireform was exposed on the inflow aspect. Entire circumference of sewing ring was also cut off and not returned with the device. These damages are most likely due to explant or implant. Method: x-ray. Additional manufacturer narrative: calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards has received information that a 23mm bioprosthetic aortic valve, implanted approximately eight (8) years and six (6) months, was explanted due to unknown reasons. The explanted device was replaced with a 21mm bioprosthetic aortic valve. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Device was not returned. Additional manufacturer narrative: attempts made for device return were unsuccessful. Without the return of the device or additional information, we are unable to determine the root cause of this event. The device history record was reviewed and showed that this device met all manufacturing specifications for product released for distribution and no issues were identified. Should new information be received at a later date, a supplemental MDR will be submitted.